Event description:
It was reported that the patient¿s pump and catheter were explanted due to infection. It was noted that the actions required as a result of the event were hospitalization and explant. It was reported that the patient had a fever and an unknown type of infection. It was noted that antibiotic treatment was necessary. It was reported that the location of the issue was unknown. It was noted that the patient¿ status at the time of report was alive ¿ no injury. It was reported that the pump was used to infuse lioresal. Additional information received reported that the date of onset/diagnosis of the infection was unknown. It was noted that the location of the infection was cerebrospinal fluid (csf). Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: 2014-(B)(6), explanted: 2014-(B)(6), product type catheter. (B)(4).